Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage on the clamp arm. A missing piece measuring approximately 0.047" x 0.105" in size was not returned with the instrument. The instrument was connected to the in-house harmonic ace generator and passed energy recognition. No error message was observed. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery was performed and passed. There was no blade damage observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the harmonic ace failed to be recognized by the gen11 host machine. The procedure was completed using a backup harmonic ace with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.